Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('while trying to remove my uterus') and bladder perforation ('punctured my bladder yesterday while trying to take out my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bladder perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (catheter for 14 days: hysterectomy and hysterectomy). Essure was removed. At the time of the report, the medical device removal and bladder perforation outcome was unknown. The reporter considered bladder perforation and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: pelvic pain". Bladder perforation, medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.